Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following fields were updated: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, root cause of the lamp damage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the olympus device evaluation, the video system exhibited a damaged lamp a. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of damaged lamp a, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.